Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Device evaluation comment - the customer stated that the device will not be returned for evaluation but did not provide rationale.

Event description:
Customer reports: the two-way foley obstructs internally somewhere when the balloon is inflated. When the balloon is inflated it does not drain.

Manufacturer narrative:
The reported lot was manufactured as per defined device master record. All acceptance criteria was met and the batch was released meeting all the acceptance criteria. A sample was received by the manufacturing plant for evaluation. Based on the complaint description, the reported condition was non-drainage of the device. The sample received was inflated with 10ml of water as recommended by the specification. No abnormality was found as catheter can be inflated without any leak detected. The catheter can be deflated as per normal function. The drainage functionality was also tested, and water can flow without any obstruction. The reported condition could not be replicated as no abnormalities were found. The balloon can be inflated and deflated as per normal function. No obstruction to the drainage of the catheter was found. Thus, the actual root cause cannot be determined, and no formal corrective/preventative action taken as the reported condition could not be replicated.